Event description:
(B)(6). (B)(4) e1a (rep): it was reported that the patient was experiencing dizziness, lightheadedness, and paleness which occurred over the weekend prior to the report. It was not known if the symptom onset was sudden or gradual. The implant occurred on 2015 (B)(6). The patient went to the emergency room (ER) the day prior to the report and also had a headache so he was admitted and a blood patch was done even though the headaches were not positional and there was no fluid buildup back by the catheter or pump pocket incisions. A CT scan was also done with nothing found/negative results. The patient¿s wife was upset about the patient¿s condition so the manufacturing representative thought that may have been why the dr. Ordered the blood patch and CT scan. The patient's headache was a little better on the day of the report. The pump was infusing lioresal (baclofen). Additional information received reported that the patient was discharged on the sunday following the report. The symptoms had resolved and the patient was doing well. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).